Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: dbs-linear leads upn: m365db2202450 model: db-2202-45 serial: (B)(6) batch: 7131792 UDI: (B)(4). Product family: dbs-linear leads upn: m365db2202450 model: db-2202-45 serial: (B)(6) batch: 7131292 UDI: (B)(4). Product family: dbs-extension upn: m365nm3138550 model: nm-3138-55 serial: (B)(6) batch: 7133780 UDI: (B)(4). Product family: dbs-extension upn: m365nm3138550 model: nm-3138-55 serial: (B)(6) batch: 7131763 UDI: (B)(4). Product family: dbs-lead fixation upn: m365db4600c0 model: db-4600-c serial: na batch: 35560178 UDI: (B)(4). Product family: dbs-lead fixation upn: m365db4600c0 model: db-4600-c serial: na batch: 35448608 UDI: (B)(4). Product family: dbs-lead fixation upn: m365db4605c0 model: db-4605-c serial: na batch: 34570912 UDI: (B)(4).

Event description:
It was reported that the deep brain stimulation (dbs) patient underwent a system explant procedure due to infection. No additional adverse patient effects were reported. The location of the explanted devices is unknown.